Event description:
The a1059 mayfield skull clamp had an issue with the plunger cap. The problem was discovered during testing and not used on a patient. There was no delay in surgery or an increase in surgery time. A replacement clamp was available for use. No other information was provided.

Manufacturer narrative:
Integra has completed their internal investigation on 26 oct 2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: evaluation was unable to conclusively verify customer information as valid. No problem found with the plunger cap. Device history record reviewed for this product ID lot code 104 manufactured on june 30, 2010 show no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points with no associated (B)(6) or variances. A two year lookback in trackwise for this reported failure and or related to "plunger cap issue" for this product ID shows that no additional complaints were received. No new design or manufacturing trends have been identified. This issue will be monitored. Conclusion: root cause undetermined, no failure found.